Event description:
Event description cpi received information that this patient death may possibly be related to the placement of the endotak lead (0125). A blood clot had formed.

Manufacturer narrative:
Not returned. Additional information: no information: no additional information has been received after multiple attempts to obtain.